Event description:
It was reported to philips that system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. A review of the system logfiles found that the ippc (image processing pc) was malfunctioned. Upon troubleshooting actions, the fse identified an issue with ippc and rgb media wall. The defective ippc was returned for analysis, which concluded that the cpu was faulty. The fse replaced the ippc and media wall. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.